Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the tubing from the center section of the blood sampling valve (bsv) had popped off. The fse trimmed back and reattached the tubing and the leak was fixed. (B)(4).

Event description:
The customer reported a leak from the lh780 analytical station instrument. The volume of the leak was 20cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.